Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision, asr xl acetabular system (left), reason(s) for revision: unknown. Update: date of revision added (B)(6) update spreadsheet dated (B)(6) 2011. Update: added revision reason. Received: (B)(6) 2013. Reason(s) for revision: alval / soft tissue reaction. Update - added patient name, gender and marked as legal. Taken from email dated (B)(6) 2015. Patient name - (B)(6), gender - female. Update rec¿d (B)(6) 2015 - notification received from depuy (B)(4) legal counsel that the patient is now deceased, date of death is unknown. The cause of death is detailed in the legal notes and there has been an allegation of a link between the asr implants and the death of the patient. Date of death is unknown. Update (B)(6) 2015: patient's dob, details of fall before revision. No further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr wi 08-07. No explants have been received at lirc for investigation. Our (B)(4) counsel (B)(6) have confirmed that there is an allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl acetabular system (left), reason(s) for revision: unknown. Update: date of revision added (B)(6) update spreadsheet dated 28th oct 2011. Update: added revision reason. Received: march 1st 2013. Reason(s) for revision: alval / soft tissue reaction. Update - added patient name, gender and marked as legal. Taken from email dated 14th jan 2015. Patient name - (B)(6). Gender - female update rec'd 14 january 2015 - notification received from depuy (B)(4) legal counsel that the patient is now deceased, date of death is unknown. The cause of death is detailed in the legal notes and there has been an allegation of a link between the asr implants and the death of the patient. Date of death is unknown.

Manufacturer narrative:
Product complaint # ==> pc-000109878 investigation summary ==> the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot ==> null device history lot ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.